Event description:
Rn caring for hospitalized patient reports using the same homechoice set when restarting treatment on the homechoice device. Rn was advised to discontinue treatment at that time and set up with new supplies. No pt injury or med intervention was reported by rn.